Event description:
Same case as MFR's report# 6000118-2007-00046. It was reported that during a vena cava filter placement procedure, the filter could not be deployed nor retrieved. This occurred with two separate devices. Pt complications, further intervention, and current pt status are unknown. Multiple attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.